Event description:
The customer reported via phone call that they had a button error alarm. Customer's blood glucose was unknown. It was also found none of the buttons were responsive on the insulin pump. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
No button error alarms were noted. However, the pump had intermittent button response due to moisture damage on the keypad traces. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.